Manufacturer narrative:
The approximate age of the device was 2 years and 10 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that rescue tape was required on the percutaneous lead. The event date is estimated. No other evidence of percutaneous lead damage was noted. No equipment was exchanged and no equipment issue was identified.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: a direct correlation between (B)(6) and the reported cosmetic damage to the silicone sleeve could not be conclusively determined through this evaluation. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.